Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure in the proximal and mid left superficial femoral artery (sfa). The target lesion was heavily calcified. The device made two successful passes through the lesion in blades down mode. Upon entering the lesion for the third time, the device was activated in blades up mode. During the third pass, the blade rotation slowed down until it stopped. The device was rexed backwards. An attempt was made to re-atherectomize the lesion, however, it could not engage the lesion and the device blade rotation speed could not be increased or be activated in blades up or blades down mode. The device was removed. A non-bsc device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: the jetstream device xc-2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed buckling/kink 1cm from the tip. There was blood in the waste bag. The device's pod was opened to inspect for damage. It was noticed that the gear had slid off the shaft and was not making contact with the motor gear. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin. The device's motor was heard; however, no tip rotation was noticed. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear, and the device was run again. The device ran for a period of 2 minutes with no issues.

Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure in the proximal and mid left superficial femoral artery (sfa). The target lesion was heavily calcified. The device made two successful passes through the lesion in blades down mode. Upon entering the lesion for the third time, the device was activated in blades up mode. During the third pass, the blade rotation slowed down until it stopped. The device was rexed backwards. An attempt was made to re-atherectomize the lesion, however, it could not engage the lesion and the device blade rotation speed could not be increased or be activated in blades up or blades down mode. The device was removed. A non-bsc device was used to complete the procedure. There were no patient complications.